Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. Meter was returned; however, investigation is still not complete. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The patient contacted lfs alleging that their one touch verio pro meter is recognizing a blood test as a control solution test. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. The alleged issue was not resolved and the product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.